Event description:
Inflated comfort glide lt sheet. Nurse held onto handles near head part of patient left side. Seams tore as nurse pulled on handles to straighten sheet. No harm to patient or staff. This is a recurring problem at this facility and several others within our health care system. The manufacturer has been notified and product has been returned. The manufacturer has been on-site to provide education but the problems continue to occur. This is happening in multiple patient care units. Manufacturer response for lateral patient transfer, medline comfort glide lt (per site reporter). Reviewing. Investigating.